Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has experienced replacing batteries every 5-6 day, the pump rejecting new batteries, and failed battery test. It was also reported that the customer received random no deliveries when the pump had a low reservoir, random unexplained no delivery several times and has had to rewind more than once during reservoir changes. Button issues and having to press buttons more than once to work has also been reported. The customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.